Event description:
A nurse reported that during surgery, the laser probe became stuck in the trocar. The trocar had to be removed to free the laser probe. The surgery was completed and there was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).